Manufacturer narrative:
Calibration and qc were acceptable. A hardware- and reagent-specific issue were excluded. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable nh3l ammonia result for two patient samples from the cobas integra 400 plus analyzer. Patient 1 the initial result was 778 g/dl. The repeat results were 121 g/dl and 119 g/dl. It was not known if any questionable result was reported outside of the laboratory. On (B)(6) 2019, patient 2 initial result was 259 g/dl and the repeat results were 390 g/dl and 464 g/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 42488901 with an expiration date of 31-jan-2021.